Event description:
Brief description: tetralogy of fallot with persistent pulmonary hypertension cannulated for vv ECMO by (B)(6). Cannula inserted with fluoroscopic guidance. No immediate complication apparent. Cannula appeared in good position on initial chest x-ray but subsequently moved. Echocardiography showed cannula tip to be within the coronary sinus and was repositioned and a trial off commenced after 40 hours of ECMO support. As is our practice on commencing trial off the flow was increased. There was then a cardiac arrest and repeat echo revealed a pericardial effusion. Remedial action taken and by whom upon the occurrence of the event. The chest was opened through a median sternotomy and a hole in the right atrium was identified just anterior to the entrance of the inferior vena cava. This was repaired with a single prolene suture and as the pt was stable off ECMO the cannula was removed and the chest closed. Pt outcome: the pt remained stable and was discharged from the hospital.

Manufacturer narrative:
Device history record and inspection document (lots 2131608, 2131609, 2131610, and 2131955) related to the product used was reviewed and found no non conformities. The 13fr bi-caval lumen catheter are inspected 100% in production. The IFU warns that incorrect insertion can cause damage to the vessels and/or heart structures.